Event description:
Urinary catheter was placed. A few hours later the patient became disoriented and removed the catheter. The catheter separated with a piece remaining in the patient. The urologist was able to retrieve the piece without any injury to the patient or any complications. The place that is broken, appears to have torn apart indicating a possible weakness in the tubing material.